Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk, single board computer circuit board, and system interface circuit board were all replaced as an sbc upgrade. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 would not boot. There was no pt involvement.